Event description:
The tip at the front of the instrument is cracked. It happened during the surgery.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.